Event description:
The pt was having problems with the spacer that was implanted. Surgeon found pieces of the articular surface throughout the area in which it was implanted. The hosp will not be able to provide the implant to zimmer for 30 days.